Manufacturer narrative:
The customer called back to report that bubbles were observed in the ict tubing at the top of the needle during performance of the weekly maintenance procedure. The maintenance failed and error code 5623 unable to process test, ict reference solution not aspirated was generated. The field service representative (fsr) replaced the cup, ict-ref with probes, rohs and ict aspiration pinch valve to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer stated that an elevated sodium result was generated by the architect analyzer. An initial result of 162 mmol/l was generated with a repeat result of 138 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.